Manufacturer narrative:
Age at time of event: under 18 years old. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage in the middle of the stent profile with one strut lifted and bent proximally from the stent profile. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-feb-2016. It was reported that shaft kink occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 28mmx2.75-3mm, eccentric, de novo target lesion, containing a lesion bend of >45 and <90 degrees, was located in the mildly tortuous and non calcified left circumflex artery. The physician cannulated the ostium coaxially with a 6f non bsc guide catheter. After a non bsc guidewire crossed the lesion, pre-dilatation was performed using a 25x9 maverick balloon catheter. A 3.00x32mm promus element ¿ drug eluting stent was then advanced to treat the lesion but met little resistance. The physician pushed the stent and realized that the proximal part of the shaft was kinked. The device was removed completely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.